Event description:
A catheter fracture was reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8731, serial# unk, implant/explant: unk; catheter model 8711, serial# unk, implant/explant: unk.